Event description:
It was reported that patient presented to the ER after receiving a vibratory alert for eri. Upon review of device records, the device voltage had a sudden drop from the previous month. The device was explanted and replaced due to suspected premature battery depletion. There were no adverse consequences for the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. Based on the available parameter and usage information, a longevity calculation was performed and was found to be below the expected limits. The original battery was returned to the vendor for further evaluation and no anomaly was found. The cause of the premature battery depletion could not be determined.